Manufacturer narrative:
Internal complaint reference: case (B)(4). Analysis on the efficacies of trigen nail and philos plate in proximal humerus fractures, wuhu no.2 people's hospital. Doi: 10. 3969/j.issn.l002-0217.2021.01.008.

Event description:
It was reported that on literature review "analysis on the efficacies of trigen nail and philos plate in proximal humerus fractures", one (1) patient suffered from superficial incision infection. Event healed after sensitive antibiotics and intensive incision dressing changes. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article noted one patient suffered from a superficial incision infection. Patient specific clinically relevant documentation has not been provided as of the date of this medical investigation and it was communicated that there was ¿no more information¿. Although the article reported that the patient ¿recovered after using sensitive antibiotics and strengthening incision change¿, the current patient health status remains unknown. The clinical root cause of the reported superficial incision infection could not be further assessed. The patient outcome beyond that which was documented in the article could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.